Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Medical product - pn 139252 ln 549030 m2a magnum taper, pn us157850 ln 891860 m2a magnum cup, pn x12-171309 ln 998070 integral stem. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-00626 & 0001825034-2017-00629.

Event description:
Legal counsel for patient reported patient¿s right hip was revised approximately eight years post-implantation due to unknown reasons. The modular head was revised and a poly bearing was implanted.